Event description:
Customer reported an issue with the panorama telepack transmitter which may have affected ECG monitoring. No pt injury was reported.

Manufacturer narrative:
Customer will send back transmitter for eval.